Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified, 90% stenosed, distal left anterior descending artery in a diabetic patient. A balance middleweight (bmw) guide wire was used to cross the lesion and predilatation with a trek balloon was performed. Despite several attempts the 2.25x23 mm xience v stent delivery system could not cross the lesion. Due to force being applied during the attempt to cross, the proximal shaft separated. The device was removed successfully from the patient. A new 2.25x 23 mm xience v stent was deployed to complete the procedure successfully. There was no clinically significant delay or adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The shaft separation was confirmed. The failure to advance/cross could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the xience v everolimus eluting coronary stent system instructions for use, cautions the user that applying excessive force to the delivery system can potentially result in loss or damage to the stent and / or delivery system components. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Add'l devices: guide wire: bmw; guide catheter: ebu. Device code (B)(4) - excessive force. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.